Event description:
A caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with 300 units of insulin, and after reloading the cartridge with some adjustments, was able to resume insulin use. The customer had initially been using cold insulin and did not remove air from the cartridge, but eventually resolved the issue, and technical support provided resources on how to properly fill the cartridge.